Event description:
Egd performed on pt. Needed to band esophageal varices. Using an olympus model g1f160 scope, the plastic tip of the wilson-cook 6-shooter band ligator came off in the esophagus when it was being pulled out. Wilson-cook 6-shooter band ligator, model #mbl-6. Physician had to retrieve it with a snare basket.